Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# 0204679080, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-19 , information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (40.0 mg/ml at a dose of 6.508 mg/day) and bupivacaine (2.5 mg/ml at a dose of 0.4067 mg/day) via an implantable pump for previous back surgery. On 2016-09-19, the rep received information from a hcp indicating their patient was traveling from victoria and was traveling in queensland. The patient's pump had started to alarm over the past 24 hours. The patient was seen at a nearby clinic at 3pm to have their pump checked. Interrogation showed a motor stall and active alarm. The refill date of the pump was noted to be in (B)(6) 2017 and the elective replacement indicator (eri) showed 14 months. The patient reported withdrawal symptoms of feeling tired, tears, sweaty and yawning. The patient was given an oral prescription to manage their pain orally until they could be seen by their managing hcp.

Manufacturer narrative:
Updated as report of a new pump to be implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the event. The patient¿s status was reported as alive-no injury. On (B)(6) 2016 the representative further reported that the patient advised the representative he was visiting his specialist to have a new pump implanted.

Event description:
On (B)(6) 2016 the representative further reported that the pump was explanted on (B)(6) 2016. The pump was not kept to send back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.